Event description:
It was further reported no actions were taken due to the symptoms because, the symptoms disappeared after two days. The pump was to be replaced on 2015 (B)(6) and would be returned. The issue was reported as resolved. The patient was currently doing well and the therapy was effective. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the last two times the pump was refilled the patient had symptoms of overdose. No diagnostic testing or troubleshooting was required. The issue was not resolved and the cause was not determined. The pump was planned to be explanted before the next refill, before (B)(6). The approximate explant date was reported as 2015-(B)(6). At the time of the report the patient's status was reported as alive-no injury. This device system delivered lioresal. Please note the implant date was noted to be approximate and reported as 2009-(B)(6). Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Only the pump was returned for analysis. As received the pump had fluid in the reservoir and was left running in flex infusion mode. Pump logs were gathered with no anomalies found. The pump passed dispense accuracy testing. No anomalies were observed and the device met specification.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.